Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the hydrophilic coating of the distal outer shaft has partly delaminated. An atr/mir spectroscopy was conducted and confirmed that the device was manufactured according specification. The review of the manufacturing history confirmed that the device in question was manufactured according to the specifications and successfully passed all in-process controls as well as the final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The root cause for the reported event is most likely related to external factors during the procedure as for instance an insufficient rinsing, cleaning the distal outer shaft with alcohol or similar solvents, getting in contact with a sharp edge.

Event description:
Ous - it was intended to treat a lesion in the lad. The complaint instrument was inflated three times without noticing any issue. When the complaint instrument was withdrawn from the guiding catheter a damage of the device shaft was noted.